Event description:
The customer called to request a replacement insulin pump due to experiencing high and low blood glucose levels. The customer did not feel safe using this insulin pump, and stated that she had to call her doctor for assistance. The customer's blood glucose reading was 223 mg/dl at the time of the phone call. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.